Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the peg of the template was broken and lost after the op. We cannot specify which situation "(op, cleaning and sterilization the peg was lost".

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. One of the fixation pins has dissociated from the device and was not returned. The fracture surface is consistent with overload fracture. The remaining pins are deformed and dulled from prolonged use. The fracture surface associated with the missing pin was found to be consistent with overload fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the peg of the template was broken and lost after the op. We cannot specify which situation (op, cleaning and sterilization the peg was lost.